Event description:
Complainant alleges "during the surgery on march 24, the cautery was opened and found with the cap detached. When the switch was pressed, the device did not respond at all. No adverse health consequences to the patient was reported."

Manufacturer narrative:
The device was not returned for evaluation, and no pictures of the device were provided. Due to this, the ability to investigate was very limited. The complaint could be confirmed based on the information provided, but root cause was unable to be determined. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.